Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecistectomy- "during clip applier use on vessel, 6th clip fall down, open. 7th clip remained blocked in the jaw. Clip applier was extracted from the body and clip wedged in the jaw was extracted by using a clammer grasper. One additional clip was fired on mayo table to be sure it worked properly. Clip applier was inserted again in the body and used to close the vessel. This time it worked correctly. Event was reported to hospital pharmacy. This is the second time in a day they had this same event (6th clip falling down open and 7th wedged in the jaw)."patient status: "good."

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device; the first six clips loaded and closed properly, meeting all specifications. Engineering performed a rapid trigger test resulting improper clip loading. Engineering disassembled the unit further and found internal component damage. Engineering determined the root cause was due to excessive interference between the jaws and the closure member, causing improper feeding. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of interference. This lot was built prior to application of these device enhancements. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.